Event description:
A healthcare facility in (B)(6) reported that water leaked from an mr290v vented autofeed humidification chamber. It was further reported that a cut was observed near the waterbag spike. This was observed during set-up of the breathing system. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we received the complaint device and have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported that water leaked from an mr290v vented autofeed humidification chamber. It was further reported that a cut was observed near the waterbag spike. This was observed during set-up of the breathing system. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned mr290v chamber was visually inspected for damage. Results: the water feedset tube was found cut at the connection to the chamber. The surface of the cut was rough. A lot check revealed no other complaints of this nature for lot number 110409. Conclusion: the water feedset tube of the complaint chamber was cut. The cut was rough suggesting that the damage may have occurred as a result of the tube being pulled away from the chamber. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have met the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).